Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced leakage during use. The following information was provided by the initial reporter: event date: (B)(6) 2019. The nursehead noticed that there was leakage around the threads of septum.

Event description:
It was reported that an unspecified number of bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced leakage during use. The following information was provided by the initial reporter: event date: (B)(6) 2019. The nursehead noticed that there was leakage around the threads of sepetum.

Manufacturer narrative:
Investigation: DHR was reviewed and no quality notifications were initiated. All required challenge samples, set-up and in process testing was performed in accordance with the quality plan. Received 1 q-syte ext. Set unit within a sealed package from lot number 5085927. All components within were present. Visual/microscopic examination: no damage was observed on any of the components of the representative unit received for evaluation. Water leak test: the test was performed with the q-syte on the actuated and the unactuated positions and with and without the extension set. No leakage was observed on any of the tests performed. The returned representative unit did not display any adverse characteristics that would contribute to the defect the customer experienced, and the failure described in the event description could not be replicated at the laboratory.